Manufacturer narrative:
A follow-up was performed with the key market (km), and information was received that the blower assembly and motor control board were replaced, and the issue was resolved. The km confirmed that the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "blower temperature high" error code. There was no patient involvement when the issue occurred. There was no patient or user harm reported. It was noted that the blower was not working. The remote service engineer then noted that the blower assembly, and motor controller (mc) board should be checked, and replaced. Both the blower assembly and mc board were ordered.